Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that volumes low by approximately 20%. The fsr calibrated expiratory flow transducer, reading volumes correctly. Ran est extended systems test and ovp (operational verification procedure). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a leak issue and patient went to desaturation. Patient was transferred to another ventilator then the oxygen saturation was increased.